Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antihypertensives. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("hypertension"). The patient was treated with surgery (partial hysterectomy leaving only ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown and the hypertension had not resolved. The reporter considered hypertension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event added: "hypertension". Non-drug treatment notes added. Concomitant medication added. Date explanted added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included first pregnancy. Concomitant products included antihypertensives. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), adenomyosis ("adenomyosis"), dysmenorrhoea ("painful menses"), haematuria ("hematuria"), vaginal haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("fatigue"), arthralgia ("generalized random joint pain"), feeling abnormal ("brain fog"), retinal detachment ("detached retina right eye ¿ unknown causes"), pyrexia ("random unexplained fevers") and agnosia ("anosia unexplained") and was found to have fallopian tube leiomyoma ("bilateral tubal fibrosis") and uterine leiomyoma ("endometrial leiomyoma"). The patient was treated with surgery (partial hysterectomy leaving only ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, haematuria, vaginal haemorrhage, dyspareunia, neuromyopathy, fallopian tube leiomyoma, autoimmune disorder, uterine leiomyoma, fatigue, arthralgia, feeling abnormal, retinal detachment, pyrexia and agnosia outcome was unknown and the hypertension had not resolved. The reporter considered adenomyosis, agnosia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, feeling abnormal, haematuria, hypertension, neuromyopathy, pelvic pain, pyrexia, retinal detachment, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy, salpingectomy:- cervix:- no significant histologic abnormality. Endometrium:- benign atrophic endometrium. Myometrium:- leiomyoma. Fallopian tubes:- no significant histologic abnormality. Clinical history:- pelvic pain in female. Procedure:- total laparoscopic hysterectomy, cystoscopy. Specimen submitted:- uterus, cervix and bilateral fallopian tubes. Gross description:- received fresh labeled on the surgical and pathology labels, ¿uterus, cervix andbilateral fallopian tubes¿ is a 101 g, 8.3 x 6.2 x 5.0 cm hysterectomy specimen with attached bilateral fallopian tubes. The bilateral fallopian tubes each display fimbriated end and unremarkable tan-white pinpoint lumen. The bilateral fallopian tubes contain essure coils with moderate surrounding fibrosis. The essure coils in the right fallopian tube approaches right cornu of the uterus. The essure coils and surrounding soft tissue are held in surgical pathology. Indications: pelvic pain, status post essure placement. Pre-operative and post-operative diagnosis: 1. Pelvic pain in female. 2. Foreign body in unspecified site in genitourinary tract. 3. Abnormal uterine bleeding. Procedure performed: hysterectomy abdominal laparoscopy with salpingo-oophorectomy (procedure laparoscopy w total hysterectuterus <=250 gram w tube/ovary). Cystoscopy (procedure cystourethroscopy). Total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy, essure removal. Findings: 1. Bimanual exam: normal external genitalia. Normal-sized anteverted uterus. Mobile. No adnexal fullness or masses. 2. Laparoscopy: no injury to underlying structures. Normal liver, diaphragm. Appendix was absent. Caecal epiploica incarcerated in right inguinal canal. Normal uterus, fallopian tubes, and ovaries bilaterally. 3. Cystoscopy: normal bladder without lesions/masses, no evidence of perforating suture, brisk efflux of urine from ureteral orifices post-hysterectomy. Specimens removed: uterus, cervix and bilateral fallopian tubes (101g). Procedure in detail: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: history: residual foreign body in soft tissue; foreign body in genitourinary tract, part unspecified, initial encounter. Findings: a total of three frontal views of the abdomen and pelvis were obtained. Two essure devices are noted in the pelvis. There are also surgical clips in the right upper abdomen, possibly from cholecystectomy. Impression: 1. No acute findings. 2. Two essure devices in the pelvis. 3. Surgical clips in the right upper abdomen. Ultrasound pelvis - on (B)(6) 2019: technique: transvaginal and limited transabdominal sonography of the pelvis was performed with 3- d reconstructions of the uterus in the coronal plane. Indication: pelvic and perineal pain. Findings: the uterus is anteflexed. It measures 8.5 cm in length x 4.8 cm in ap diameter x 4.7 cm in transverse diameter. The endometrial echo measures 7 to 8 mm in thickness. Myometrial echotexture is heterogeneous and striated. No other myometrial abnormalities. Nabothian cysts of the cervix are noted. Bilateral essure devices were visualized in the cornual regions. Ovaries are normal in size and configuration. The right ovary measures 2.2 x 1.2 x 2.2 cm. The left ovary measures 1.7 x 3.5 x 2.1 cm. No adnexal masses identified. Normal color doppler signal is identified in both ovaries there is no evidence of intraperitoneal fluid. Impression: 1. Heterogeneous and striated myometrium which can be seen in adenomyosis as well as a normal variant. 2. Bilateral essure devices 3. Norma! Sonographic appearance of the ovaries. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: new events were added: pelvic pain, adenomyosis, dysmenorrhea, hematuria, vaginal bleeding, dyspareunia, neuromyopathy, fallopian tube leiomyoma, autoimune disorder, uterine leiomyoma, fatigue, arthralgia, feeling abnormal, retinal detachment, pyrexia and agnosia. Medical history and lab data were added. Device removal information was added. Batch number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included first pregnancy. Concomitant products included antihypertensives. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), adenomyosis ("adenomyosis"), dysmenorrhoea ("painful menses"), haematuria ("hematuria"), vaginal haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("fatigue"), arthralgia ("generalized random joint pain"), feeling abnormal ("brain fog"), retinal detachment ("detached retina right eye ¿ unknown causes"), pyrexia ("random unexplained fevers") and agnosia ("anosia unexplained") and was found to have fallopian tube leiomyoma ("bilateral tubal fibrosis") and uterine leiomyoma ("endometrial leiomyoma"). The patient was treated with surgery (partial hysterectomy leaving only ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, haematuria, vaginal haemorrhage, dyspareunia, neuromyopathy, fallopian tube leiomyoma, autoimmune disorder, uterine leiomyoma, fatigue, arthralgia, feeling abnormal, retinal detachment, pyrexia and agnosia outcome was unknown and the hypertension had not resolved. The reporter considered adenomyosis, agnosia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, feeling abnormal, haematuria, hypertension, neuromyopathy, pelvic pain, pyrexia, retinal detachment, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy, salpingectomy:- cervix:- no significant histologic abnormality. Endometrium:- benign atrophic endometrium. Myometrium:- leiomyoma. Fallopian tubes:- no significant histologic abnormality. Clinical history:- pelvic pain in female. Procedure:- total laparoscopic hysterectomy, cystoscopy. Specimen submitted:- uterus, cervix and bilateral fallopian tubes. Gross description:- received fresh labeled on the surgical and pathology labels, ¿uterus, cervix andbilateral fallopian tubes¿ is a 101 g, 8.3 x 6.2 x 5.0 cm hysterectomy specimen with attached bilateral fallopian tubes. The bilateral fallopian tubes each display fimbriated end and unremarkable tan-white pinpoint lumen. The bilateral fallopian tubes contain essure coils with moderate surrounding fibrosis. The essure coils in the right fallopian tube approaches right cornu of the uterus. The essure coils and surrounding soft tissue are held in surgical pathology. Indications: pelvic pain, status post essure placement. Pre-operative and post-operative diagnosis: 1. Pelvic pain in female. 2. Foreign body in unspecified site in genitourinary tract. 3. Abnormal uterine bleeding. Procedure performed: hysterectomy abdominal laparoscopy with salpingo-oophorectomy (procedure laparoscopy w total hysterectuterus <=250 gram w tube/ovary). Cystoscopy (procedure cystourethroscopy). Total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy, essure removal. Findings: 1. Bimanual exam: normal external genitalia. Normal-sized anteverted uterus. Mobile. No adnexal fullness or masses. 2. Laparoscopy: no injury to underlying structures. Normal liver, diaphragm. Appendix was absent. Caecal epiploica incarcerated in right inguinal canal. Normal uterus, fallopian tubes, and ovaries bilaterally. 3. Cystoscopy: normal bladder without lesions/masses, no evidence of perforating suture, brisk efflux of urine from ureteral orifices post-hysterectomy. Specimens removed: uterus, cervix and bilateral fallopian tubes (101g). Procedure in detail: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: history: residual foreign body in soft tissue; foreign body in genitourinary tract, part unspecified, initial encounter. Findings: a total of three frontal views of the abdomen and pelvis were obtained. Two essure devices are noted in the pelvis. There are also surgical clips in the right upper abdomen, possibly from cholecystectomy. Impression: 1. No acute findings. 2. Two essure devices in the pelvis. 3. Surgical clips in the right upper abdomen. Ultrasound pelvis - on (B)(6) v2019: technique: transvaginal and limited transabdominal sonography of the pelvis was performed with 3- d reconstructions of the uterus in the coronal plane. Indication: pelvic and perineal pain. Findings: the uterus is anteflexed. It measures 8.5 cm in length x 4.8 cm in ap diameter x 4.7 cm in transverse diameter. The endometrial echo measures 7 to 8 mm in thickness. Myometrial echotexture is heterogeneous and striated. No other myometrial abnormalities. Nabothian cysts of the cervix are noted. Bilateral essure devices were visualized in the cornual regions. Ovaries are normal in size and configuration. The right ovary measures 2.2 x 1.2 x 2.2 cm. The left ovary measures 1.7 x 3.5 x 2.1 cm. No adnexal masses identified. Normal color doppler signal is identified in both ovaries there is no evidence of intraperitoneal fluid. Impression: 1. Heterogeneous and striated myometrium which can be seen in adenomyosis as well as a normal variant. 2. Bilateral essure devices 3. Norma! Sonographic appearance of the ovaries. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, hypertension quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.